Event description:
It was reported that the patient was charging the ipg more often for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.